Event description:
This lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2013. A call to patient services on (B)(6) 2013 mentioned that this lead was not working, that it was draining the battery and that the insulation is broken down as stated by caller. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).